Event description:
Per the clinic, the patient experienced skin overgrowth and irritation at the abutment site. A longer abutment was placed in the or on (B)(6) 2013. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.